Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the buttons were working intermittently. The customer's blood glucose was 6.5 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and self-test. No unexpected unlock anomalies, frozen screen anomalies or no delay anomalies noted during testing; the time advanced properly. Intermittent button response on the down arrow button due to cracked keypad traces. Unexpected insulin pump error alarmed during testing, unexpected critical pump error (open book image) while monitoring and device received with high sleep current measurement due to moisture damage on all electronic assemblies. Device received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly peeled keypad overlay at top right corner of overlay, severely peeled end cap address label and slight corrosion in battery tube.